Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to sic (sensing integrity counter) and high rate non-sustained episodes. The stored episodes showed non-physiologic noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done for the right ventricular (rv) lead and that the rv lead will continue to be monitored every three months.